Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, declared elective replacement indicator (eri) due to a longer than allowed charge time measurement. The monitoring voltage was 2.58 volts. Subsequently, it was reported that beep tones were heard, however the beeping function had been turned off by the sales representative who interrogated the device. The device was again interrogated and the most recent charge time measurement was 27 seconds. End of life (eol) had not been declared. A device replacement procedure was scheduled for a date in the near future. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated this device was explanted and successfully replaced. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.